Manufacturer narrative:
Upon receipt of the fiber at our quality assurance laboratory, the returned device was thoroughly analyzed. Visual analysis noted that the fiber was returned in one piece. Microscopic inspection of the fiber tip indicated it was degraded; laser fibers are consumable devices and are expected to degrade with use. Additionally, burn marks were found on the connector face. These are caused by prolonged use of the device or use with a damaged blast shield. In addition, the aiming beam can become misaligned and may overheat the connector. It is likely that the interaction between the fiber and the damaged blast shield caused the fiber energy to hit the connector leading to overheating. This likely caused the observed burn marks. The reported patient symptom of hematuria is a known risks associated with procedures using this device and is noted as such in the device instructions for use. Updates: section b1: (adverse event/product problem) updated. Section b2: (outcomes attrib to adv event) added. Section b5: (describe event or problem) updated. Sectio f10: (patient codes) updated. Sectio f10: (impact codes) updated. Section g1: (MFR site facility name) corrected. Section h1: (type of reportable event) updated. Section h6: (patient codes) updated. Section h6: (impact codes) updated.

Event description:
It was reported that, during a procedure, two fibers were broken at the distal ends and three blast shields of the console were damaged. The fibers would not cut or coagulate successfully. The procedure was aborted and rescheduled. The patient was stable under general anesthesia at the time of the incident. Six days after the procedure, the patient was re-hospitalized for hematuria. The patient was treated at the hospital for several days; however, no transfusion was required. No further patient complications were reported.

Event description:
It was reported that, there was a fiber break and a blast shield issue. The procedure was interrupted, and it had to be reprogrammed. No further information was provided. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts. This event is being reported for aborted/cancelled procedure with a patient under anesthesia or sedation is unknown.

Event description:
It was reported that during a procedure, two fibers were broken at the opposite end of the connector and three blast shields of the console were damaged. There was no more cutting, no more coagulation, making the procedure aborted and the operation rescheduled. The patient was stable under general anesthesia at the time of the incident. After that, the patient required re-hospitalization for hematuria, no transfusion was required.